Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they received a replacement insulin pump and its been alarming no delivery. Customer's blood glucose was 538 mg/dl, which customer was able to treat with the insulin pump. Customer stated due to the no delivery they switched out the infusion set seven times in the last week and three this week. Customer is on the tenth infusion. The customer was advised what the alarm meant. Customer declined further troubleshooting. The insulin pump and the infusion set are not returning for analysis.